Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 10-sep-2025 the user reported that the ilet touchscreen display was cracked and unresponsive, rendering the pump inoperable. The cause of damage was unknown. The user was unable to use the device for insulin delivery and had no backup therapy available. A replacement device was arranged. No symptoms, external assistance, or medical intervention occurred.